Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence as the device was not working properly. A cystoscopy was performed, and it was noted that the device was not coapting; however, no leaks were identified. All components were removed and replaced, and no additional patient complications were reported.

Manufacturer narrative:
The exact event date was not available, therefore the date 03/01/2024 was used as estimate as it was indicated that the device stopped working three months after implant procedure.